Event description:
It was reported that during device replacement procedure due to normal eol, the screw was not able to unscrew. The physician had to break the device setscrew to free the atrial lead. The patient was in good conditions.